Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt states she starts to have breakthrough pain when the pressure system changes as its raining yesterday today and all weekend. Pt states she currently has on b settings. The reason for call was pt states the ins seems to go through battery really quick.